Event description:
It was reported that when using the bd pyxis¿ es server all users received an unable to authenticate error message. The customer indicated that during a previous occurrence, the issue was caused by user credentials being removed from active directory (ad). However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Other occupation: director of operations pharmacy. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to authenticate. A technical support specialist identified in the identity server logs an issue related to the certificate parameter. Although the certificate bound in internet information service was still active, login attempts to the pyxis website were initially unsuccessful. For version 1.6.1, the final required step was to run the identity configuration and select the same certificate bound in iis to ensure proper authentication with the new certificate. These steps were completed, and login was confirmed successful afterward. The system functioned as intended after the technical support specialist troubleshot the device.